Event description:
A customer reported that their pump screen was dark and wouldn't turn on. There was no adverse impact to the customer's blood glucose level. The technical support team instructed the customer to try various troubleshooting steps, but the issue persisted, indicated by a red blinking led and vibration. As a resolution, technical support decided to replace the faulty pump. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. The replacement pump, which includes updated software, was confirmed for delivery, and instructions were provided on returning the defective pump to avoid additional charges. The customer was informed about programming the new pump with their settings and connecting their continuous glucose monitor (cgm) to it, and they understood and acknowledged all instructions.